Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (107 service code) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to contamination in the j101 and j502 of the monitor ca board.   The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a 107 service code (mult abnormal shutdowns).